Manufacturer narrative:
The insulin pump passed the self test and displacement test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion. However, pump error 53 alarm and pump error 4 alarm found in the insulin pump history file due to software error. No pump error 54 or unexpected battery power loss noted during testing.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was 138 mg/dl. The customer was unable to clear the alarm. Customer reported that they were able to rewind the insulin pump. Insulin pump had failed battery alarm, low battery alarm. Contacts were not missing, damaged, or corroded of the battery cap. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.